Event description:
It was reported an issue with dafilon suture. The client reported that when preparing the suture before surgery, it was found that there was only a needle inside, there was no suture thread. It could not be used, and was replaced immediately. No additional information has been received.

Manufacturer narrative:
Analysis and results: there were no previous complaints of this code batch, three cases received the same day from two different end users. Two cases regarding missing component and another regarding needle detachment (the MFR report numbers of the other two cases received are: 3003639970-2023-00343, 3003639970-2023-00344). We manufactured and distributed in the market 38,160 units of this code batch. There are no units in stock in b. Braun surgical's warehouse. We have not received any samples nor pictures showing the defect. Without closed and/or defective samples a proper analysis cannot be performed. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done and the case is not confirmed due to lack of evidence. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyse it. Please note that when no samples are received our analysis is very limited. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.